Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned and analyzed. The actual longevity is < 80% of 99.9% longevity limit. The device was fully functional, with no high current drain or evidence of battery problems. Both loaded and unloaded pacing current drain levels were normal for this device over the range of battery voltage it operated under during its service time. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that the cardiac resynchronization therapy-defibrillator (crt-d) device reached early elective replacement indicator (eri). It was also reported that the left ventricular lead had high capture thresholds. The crt-d device was removed and replaced with a new device. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the cardiac resynchronization therapy-defibrillator (crt-d) device reached early elective replacement indicator (eri). It was also reported that the left ventricular lead had high capture thresholds. The crt-d device was removed and replaced with a new device. The lead remains in use. No patient complications have been reported as a result of this event.